Event description:
It was reported that a study was performed and there was no movement of the rotor, when a ninety degree rotation was expected. Another study was also performed and no anomaly was found. The pt's device was explanted and replaced with a similar device and no patient symptoms were reported by the hcp. The pump contained dilaudid, clonidine and bupivicaine at a concentration of 20 mg/ml with a dose of 7 mg/day.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.